Event description:
It was reported that prior to a mammotome biopsy procedure, the error code l4-033 showed on the screen. The equipment does not go any further. Unknown how case was completed. There were no adverse consequences to the patent. One device will be returned.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft, flex circuit assembly, top and bottom motor mount assemblies, rotational and translational motors and the supporting hardware. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.